Event description:
The recipient reportedly experienced a cerebral spinal fluid (csf) leak. On (B)(6) 2025 the recipient reportedly underwent a craniotomy/cerebral spinal fluid (csf) leak repair surgery. The recipient is healing.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly healing well and is using the device. The recipient will be monitored by the facility. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.